Event description:
The son of an (B)(6) female pt called zoll customer support to report that the pt was receiving check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the green (belt discharge) and violet (analog ground) wires were open in the cable connecting ECG a and ECG b. The root cause for the broken wires could not be positively identified but was likely excessive force on the electrode belt cable. No adverse event resulted from the broken wires. The pt received a replacement electrode belt.